Manufacturer narrative:
The field service representative found the procell/cleancell cup was cracked. The compartment was cleaned and checked and the cups were replaced. The performance of the instrument was verified. The investigation determined the service actions resolved the issue.

Event description:
The customer received questionable troponin t gen5 stat for approximately 73 patient samples from the cobas 8000 cobas e 602 module. Data was provided for 60 samples. Some patients had multiple samples with questionable results. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The reagent lot number was 416799 with an expiration date of 30-nov-2020.